Manufacturer narrative:
An isi field service engineer (fse) contacted the customer site to further investigate the reported complaint. Information confirmed that after completing the procedure, the clinical sales representative who was at the customer site troubleshot and the issue by inspecting usm arm 4 by freeing the discs. Review of the site¿s system logs confirmed informational error code 22020 indicating an engagement issue. Fse advised a hard system power cycle and once usm arm 4 was retested with another sterile adapter and no issue was confirmed with usm arm 4. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Per log review, the following was confirmed: a pulmonary lobectomy procedure was performed on 10-may-2022 on system sk2434. A review of the site's system logs for the reported procedure date was conducted by tse and fse. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer observed that the instruments were not being accepted on universal side manipulator (usm) arm 4. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was performed by reseating the sterile adapter (sa) and usm arm 4 did not spin. The customer re-draped and power cycled the system; however, the issue remained. Upon verification, tse confirmed that the surgeon continued with 3 usm arms. Usm arm 4 was not used during the procedure. No further troubleshooting with the tse was performed. The procedure was continued with no reported injury. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.